Manufacturer narrative:
**Other devices involved in this event: battery/(B)(4); cat#:1650de; exp. Date:10/31/2016; mfg.date:10/31/2015; (B)(4); received date: 01/03/2017. Battery/(B)(4); cat#:1650de; exp. Date:12/31/2015; mfg.date:12/31/2014; (B)(4); received date: 01/03/2017. Battery/(B)(4); cat#:1650de; exp. Date:04/30/2017; mfg.date:04/30/2016; (B)(4); received date: 01/03/2017. Battery/(B)(4); cat#:1650de; exp. Date:09/30/2016; mfg.date:09/30/2015; (B)(4); received date: 01/03/2017. Battery/(B)(4); cat#:1650de; exp. Date:12/31/2016; mfg.date:12/31/2015; (B)(4); received date: 01/03/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient's batteries were changing power ports before their capacity was 25%. The controller had not been upgraded with the software maintenance release (smr). The controller and batteries were exchanged with no reported patient consequences.

Manufacturer narrative:
Battery/bat209608; UDI number: (B)(4) mfg.date:10/12/2015 (B)(4). Battery/bat203634; UDI number: (B)(4) mfg.date:12/19/2014 (B)(4). Battery/bat216949; UDI number: (B)(4) mfg.date:04/05/2016 (B)(4). Battery/bat208642; UDI number: (B)(4) mfg.date:09/16/2015; (B)(4). Battery/bat211956; UDI number: (B)(4) mfg.date:12/12/2015 (B)(4). The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller (con183770) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving bat209608, bat203634, bat208642 and bat211956. Battery (bat216949) did not participate in any power switching events. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: it was reported that the patient was experiencing power switching events. The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Analysis of the controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), did not have the smr upgrade installed. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4). Batteries (B)(4) did not participate in any power switching events. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. (B)(4): heartware has opened an internal investigation to address communication errors between controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.